Event description:
Event date 08/07/2015. Event type malfunction. Event description during surgery, a cif cage was implanted by surgeon. When x-ray was taken no tantalum markers were visible to confirm the position of the implant. Surgeon removed 'bad' cif cage and implanted a second cif cage with no issue.